Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirmed the instrument fractured into multiple pieces. A dimensional noted the product is conforming to print specifications. The returned component was sent to sem and noted that the product fractured due to bending overload. Multiple crack exit sites identified near the outer diameter edge of the flexible shaft fracture. River lines identified on the fracture surface, indicating multiple cleavage planes near crack exit sites and crack propagation direction. A mixed mode of ductile and brittle overload fracture identified throughout the fracture surface. Eds semi-quantitative elemental analysis of the flexible shaft sample showed that it was consistent with ni-ti alloy. Review of DHR noted no deviations/anomalies. Review of supplier DHR noted no deviations/ anomalies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event update is available.